Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, d6b, h6.

Event description:
Patient reported "intra and extracapsular rupture, silicone migration as well as exchange from textured to smooth due to concern with the product". Later patient reported "reactive lymph nodes" and "silicone in two armpit lymph nodes and enlarged lymph nodes in breast area". Later healthcare professional reported "intracapsular (and extracapsular) rupture and implant exchange from textured to smooth". This record is for the left side. The device was explanted.

Event description:
Patient reported "intra and extracapsular rupture, silicone migration as well as exchange from textured to smooth due to concern with the product". Healthcare professional later confirmed rupture. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "intra and extracapsular rupture, silicone migration as well as exchange from textured to smooth due to concern with the product". Later patient reported "reactive lymph nodes" and "silicone in two armpit lymph nodes and enlarged lymph nodes in breast area". Later healthcare professional reported "intracapsular (and extracapsular) rupture and implant exchange from textured to smooth". Later patient reported "a lot of inflammation around the implant". This record is for the left side. The device was explanted.

Event description:
Patient reported "intra and extracapsular rupture, silicone migration as well as exchange from textured to smooth due to concern with the product". Later patient reported "reactive lymph nodes" and "silicone in two armpit lymph nodes and enlarged lymph nodes in breast area". Later healthcare professional reported "intracapsular (and extracapsular) rupture and implant exchange from textured to smooth". Later patient reported "a lot of inflammation around the implant". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9, h.3, h4, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture and silicone migration: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Edema: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.